Event description:
It was reported that the device exhibited a blockage detected alarm about one hour after starting infusion. Per reported, a new subcutaneous site had been placed. When they switched to the backup pump, the new syringe and tubing with blockage detected alarm persisted. A new subcutaneous site will be used. The suspected drug was remodulin 10mg/ml, 84 ng/kg/min subcutaneous, continuous. The indication/diagnosis for use was for primary pulmonary arterial hypertension. The other relevant history, including preexisting medical conditions for allergies were latex, cephalexin 125 mg/5ml susp recon, nitroglycerin 0.3 mg tab subl. The list of medications patient was using at or around the time of the adverse event and dates of therapy were b-12, lipitor, potassium chloride, escitalopram oxalate, pepcid, xifaxan, ketamine hcl usp, lecithin, tadalafil, tramadol hcl, claritin, clonidine usp, ketoprofen usp, oxygen, bumetanide, spironolactone, lidocaine hcl usp, pramipexole dihydrochloride, calcium, vitamin d3. Additional medicine included amitriptyline usp, gabapentin usp, poloxamer gel, remodulin, ferrous sulfate, vit b-6 tabs (pyridoxine). There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.